Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: in 2008, inratio: 2.0, lab: >5.0. This case qualifies as an adverse event. Patient's dose was adjusted. Adverse event follow up: patient is now in stable condition.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: in 2008, inratio: 2.0, lab >5.0, mean: cannot be determined, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The mean and confidence limits cannot be determined because the lab value is >5.0. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.